Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. There was an observation with the mcrd (monolithic controlled release device) that contains the steroid; the white part at the lead tip was damaged/deformed, however the helix could be extended and retracted. Visual analysis noted the lead was damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the right atrial lead helix had issues with extending; extension could not be confirmed even after 26 rotations. The pacing impedance and threshold were also high. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.